Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that impedance check revealed high impedances. Surgical intervention took place on (B)(6) 2023 wherein a fracture was noted on the extension. As such, the extension was explanted and replaced with a new extension to address the issue. Reportedly, therapy was confirmed and issue resolved post op.